Event description:
Boston scientific received information that this patient's left ventricular (lv) lead exhibited high out-of-range (oor) measurements as well as diaphragmatic stimulation. These issues were resolved with some programming changes. The patient also stated that the pocket seems to be swollen. The device and lead remain implanted. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available this report will be updated as necessary.